Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor device ruptured during filling. The device was being filled with 50 ml of ropivacaine 0.125% at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.